Event description:
It was reported that the right ventricular (rv) lead had unexplainable high thresholds the past six months and increased impedances. The lead was capped and replaced. It was noted that the physician could not get the lead's screw to retract and therefore had to cap the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 507652 implantable pacing lead implanted: 2009 (B)(6). (B)(4).